Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a crack on the front of the device after the user returned from the gym, and a replacement pump was shipped with instructions for return and data sync. Symptoms included no reported adverse clinical effects, and the user-reported blood glucose at the time of the call was 184 mg/dl. Outcomes included device replacement with continued use of the dexcom cgm. Investigation included collection of event details, photo review, and return logistics for device evaluation and inspection of the returned device. Investigation of this device revealed a cracked exterior housing consistent with physical damage to the pump enclosure, with no reported performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or impact.